Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post leadless implantable pulse generator (ipg) implant the patient experienced takosubo syndrome and heart failure. Inotropes were administered. The device remains in use. No further patient complications have been reported as a result of this event.